Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation, versacross connect access solution for faradrive was selected for use. It has been mentioned that energization could not be performed. The troubleshooting included replacing the cable and needle and the procedure for bachmann's bundle was performed safely. Furthermore, it was mentioned that there was no generator issue. The procedure was completed successfully by using another device. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility. It was further reported that radio frequency was not delivered at all, and there were three attempts to cross the septum. The bmc rf generator did not displayed any errors.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields. Describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation, versacross connect access solution for faradrive was selected for use. It has been mentioned that energization could not be performed. The troubleshooting included replacing the cable and needle and the procedure for bachmann's bundle was performed safely. Furthermore, it was mentioned that there was no generator issue. The procedure was completed successfully by using another device. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.